Manufacturer narrative:
Device not returned to MFR.

Event description:
A pt underwent a c-section and the insorb 2030 skin stapler was used to close the skin incision. The pt experienced a wound separation which closed in the operating room with metal skin staples.